Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Event site name exceeded character limitations: (B)(6).

Event description:
The hospital reported that during the radial vein harvest, the vasoview hemopro 2 separated at the tip and stopped working. Per the photos it shows that the heater wire is lifted. There was no injury.

Event description:
N/a.

Manufacturer narrative:
Tw (B)(4). Updated fields: a2, a3, g3, g6, h2, h11. Corrected fields: e2, e3.

Manufacturer narrative:
Tw (B)(4). Updated fields: b4, b5, e3, g3, g6, h2, h6, h11.

Event description:
The hospital reported that during the radial vein harvest, the vasoview hemopro 2 separated at the tip and stopped working. The heater wire is lifted. There was no injury. A new device was used to complete the procedure. The procedural delay was less than 10 minutes. There were no components of the device (metal / silicone) that detached into the harvesting tunnel / inside the patient.

Event description:
The hospital reported that during the radial vein harvest, the vasoview hemopro 2 separated at the tip and stopped working. Per the photos it shows that the heater wire is lifted. There was no injury. A new device was used to complete the procedure. The procedural delay was less than 10 minutes. There were no components of the device (metal / silicone) that detached into the harvesting tunnel / inside the patient.

Manufacturer narrative:
Tw # (B)(4). Updated fields: b4, b5, g3, g6, h2, h6, h11. The device was not returned to maquet cardiac surgery for investigation; however, a photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. Based on the non-return of the device as well as the photographic evaluation, the reported failure "material twisted/ bent wire" was confirmed. The lot # 3000482753 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.